Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018- 01779: it was reported the patient has lost effective stimulation due to lead migration. A company representative attempted to troubleshoot the issue with reprogramming but was unsuccessful. Surgical intervention may be pending to address this issue.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2018- 01779: follow up information identified that one lead was inadvertently cut during ipg replacement surgery (mfg. Report # 1627487-2018-02642), and lead was removed and replaced. The patient now has effective therapy.